Manufacturer narrative:
D2b: pro code (product code) - itx, obj. Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available. The device was not returned for analysis; therefore, a technical analysis could not be performed. The media provided by the customer showed the guidewire entanglement with the catheter.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a circumflex artery with no excessive tortuosity or calcification. An opticross 6 hd catheter was selected for the ultrasound examination of the target lesion. The catheter successfully crossed the lesion, with both radiopaque markers positioned beyond it. A ivus pullback run was recorded without issues. However, during catheter removal, the physician noted that the catheter got stuck on the wire and ended up having to pull everything out of the body. It was discovered that the transducer had broken off during the run, resulting in a complete catheter fracture. The procedure was completed without any patient complications. It was further reported the target lesion was 80-90% stenosed and some calcium was present.

Manufacturer narrative:
D2b: pro code (product code) - itx, obj detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a circumflex artery with no excessive tortuosity or calcification. An opticross 6 hd catheter was selected for the ultrasound examination of the target lesion. The catheter successfully crossed the lesion, with both radiopaque markers positioned beyond it. A ivus pullback run was recorded without issues. However, during catheter removal, the physician noted that the catheter got stuck on the wire and ended up having to pull everything out of the body. It was discovered that the transducer had broken off during the run, resulting in a complete catheter fracture. The procedure was completed without any patient complications.

Manufacturer narrative:
D2b: pro code (product code) - itx, obj. Detailed product information was not provided to bsc. A good faith effort was made to obtain the batch/lot number and other relevant details; however, this information could not be retrieved. As a result, the complete UDI and other product-specific information are unavailable. A supplemental report will be submitted if additional details become available.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a circumflex artery with no excessive tortuosity or calcification. An opticross 6 hd catheter was selected for the ultrasound examination of the target lesion. The catheter successfully crossed the lesion, with both radiopaque markers positioned beyond it. A ivus pullback run was recorded without issues. However, during catheter removal, the physician noted that the catheter got stuck on the wire and ended up having to pull everything out of the body. It was discovered that the transducer had broken off during the run, resulting in a complete catheter fracture. The procedure was completed without any patient complications. It was further reported the target lesion was 80-90% stenosed and some calcium was present.